Manufacturer narrative:
Unit was received with intermittent button response due to corroded keypad traces. Unit was also received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. (B)(4).

Event description:
The customer reported that they had issues with the buttons. The customer had to press the buttons hard and a few times to receive a response. The insulin pump also had a crack on the corner of the display. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.